Manufacturer narrative:
The processing runs from which tissue samples exhibited sub-optimal tissue processing were not specifically identified by the complainant. The instrument logs show that eight (8) processing runs completed in the period (B)(6) 2017 nominated by the complainant. Use errors involving failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the peloris/peloris ll user manual occurred at 15:51pm, 15:52pm and 22:38pm on (B)(6) 2017 for bottles 7, 10 and 4 respectively. Specifically, bottles 7 and 10 were not in contact with the corresponding sensor for 48 seconds, which is not sufficient time to replace the reagent, and the properties of the corresponding reagent stations were reset; and bottle 4 was not in contact with the corresponding sensor for six (6) seconds, which is not sufficient time to replace the reagent, and the properties of the corresponding reagent station were reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. A user affirmed in the instrument software that the default concentration of 100% was to be set in each instance. However, the actual ethanol concentration in bottles 7, 10 and 4 would have remained as 92.3%, 96.2% and 92.8% respectively, because none of the bottles was removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The reagent from either bottle 7 (ethanol) or 4 (ethanol) was used for the final dehydration step of the eight (8) protocols which completed in the period 08 to 11 june 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed in the period (B)(6) 2017. The root cause of the sub-optimal tissue processing reported by the complainant was use error involving failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the peloris/peloris ll user manual, which occurred at 15:51pm, 15:52pm and 22:38pm on (B)(6) 2017.

Event description:
On (B)(6) 2017, leica biosystems received a complaint that "issues" experienced during the previous night had resulted in a problem with the quality of tissue processing. On (B)(6) 2017, the complainant documented that the adversely affected tissue samples had been identified from four (4) processing runs of either four (4) or 12 hour duration executed in either retort a or b in the period (B)(6) 2017; multiple tissue types were involved and the affected tissue samples were described as follows: "looks brown and 'ried' like they have been subjected to overheating." On (B)(6) 2017, leica biosystems received information that there was no adverse outcome for any patient(s) as a result of the processing issues reported.